Event description:
Customer reported erroneous low platelet counts were obtained when using the coulter lh 500 hematology analyzer. The erroneous test results were reported out of the laboratory, and were questioned by the physician. The test results did not match the patient history. This was an outpatient sample that was drawn at a location separate from the testing laboratory, and then transported to the laboratory in a cooler on chill packs. The sample was in the transport vehicle 4-7.5 hours prior to delivery to the laboratory. Quality control was performed before and after the event, and was within specifications. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer, ran startup, latron, reproducibility and quality control, all were within specifications. No deficiencies were identified. The fse discussed sample condition with the customer. The samples were received chilled, and were not allowed to warm to room temperature and properly mixed prior to analysis. The laboratory has implemented procedures to address this deficiency. There have been no recurrences since the procedure was implemented. The cause of the erroneous low platelet counts is attributed to the sample condition, due to improper mixing and failure to bring the sample to room temperature prior to analysis. Product labeling was evaluated. Coulter lh 500 hematology analyzer, instructions for use, (B)(4): 4.2 storing specimens, analyze specimens as soon as possible for optimum accuracy. Note: for more information on handling and processing blood specimens, refer to nccls publication h18-a. Venipuncture specimens for cbc and diff: run within 24 hours after collection if stored at room temperature (23.9°c or 75°f). Run within 48 hours after collection if stored at 2 to 8°c (35.6 to 46.4°f). Performance characteristics, known interfering substances and conditions misleading results can occur if the specimen is not properly collected, stored or transported. Beckman coulter, inc. Recommends that you follow nccls or equivalent procedures to ensure proper specimen collection, storage and transport. Misleading results can occur if the specimen is not properly mixed. Always use good laboratory practices to ensure specimens are appropriately mixed. This is one of three events reported by the customer. The related mdrs are: 1061932-2012-00598; 1061932-2012-00599; 1061932-2012-00600.